Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), all insulators were breached cut, the outer insulation was breached cut, there was blood in/on the helix mechanism and sleevehead, there was tissue on the helix, and there was apparent explant damage. The analyst also noted that the lead was returned with the helix fully extended with blood and tissue on it. The blood and tissue on the helix from dislodgement most likely caused the helix to not retract.